Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via email. A customer reported that the abbott diabetes care (adc) device failed after they bumped it into a doorway due to a low blood sugar event. It is unknown if the customer was able to self-treat or received third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Applicator (B)(6) was returned and investigated. Visual inspection was performed on the applicator and cap and no issues were observed. Applicator had fired correctly. Sensor cap was retained within the applicator cap. Puck carrier was removed and performed visual inspection on the sharp and sharp carrier; no issues were observed. Sensor (B)(6) was returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. Data was extracted using approved software, and extraction was successful. There was no evidence observed that the first sensor that failed had bumped against the doorway due to low blood sugar event as reported by the customer. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via email. A customer reported that the abbott diabetes care (adc) device failed after they bumped it into a doorway due to a low blood sugar event. It is unknown if the customer was able to self-treat or received third-party treatment. There was no report of death or permanent impairment associated with this event